Event description:
It was reported to boston scientific corporation that a jagtome rx sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. The device was removed from the package and passed down the duodenoscope. When advancing the device down, the scope resistance was encountered and the device would not exit the working channel. The device was removed and a kink was noted. Additionally, the device would not bow. The procedure was completed with another jagtome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's age is unknown, however, the patient is over 18 years. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagtome rx sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. The device was removed from the package and passed down the duodenoscope. When advancing the device down the scope resistance was encountered and the device would not exit the working channel. The device was removed and a kink was noted. Additionally, the device would not bow. The procedure was completed with another jagtome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that the working length was twisted and the distal tip was damaged. During the visual examination it was confirmed that no bends/kinks were present. Functionally, when advancing the device through the scope, the device could be initially advanced through the scope but it was hanging at the scope elevator. The device had difficulty advancing/exiting out of the scope due to the damaged tip, however, it was able to exit the scope. Additionally, testing found the device would not bow due to the twisted working length. After rotating the handle and untwisting the device, the distal tip would bow past 90 degrees bowing specification. Based on the investigation results which confirmed the device was not kinked but rather twisted, this is no longer considered a reportable event. During manufacturing, tome devices are 100% inspected so the condition of the device likely due to procedural factors. Therefore, the most probable root cause is operational context. The device history record review found the device met all manufacturing specifications.